Manufacturer narrative:
Although requested, the device is not available for evaluation and additional information regarding the event was not provided. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
It was reported that while performing a combined intraocular lens (iol) exchange and vitrectomy procedure, during implantation of the iol into the left eye, it was observed that the leading haptic was bent beyond repair. The iol was removed. Small zonular dialysis was observed with vitreous loss. A vitrectomy was performed, and a successful lens exchange was performed positioning a backup three-piece lens in the ciliary sulcus. In the surgeon's opinion, the most likely cause of the iol damage was the delivery device which allegedly led to the bent haptic. Patient outcome is good. Additional information was requested, but not received.